Event description:
The reporter stated that the surgeon had inserted a single piece collamer lens model cc4204bf into patient's eye with no problem, however, upon inspecting through microscope, he noticed the patient's zonules dehisenced intraoperatively. The surgeon enlarged the incision to remove the lens and put in an anterior chamber lens and used a suture to close the incision. The patient has a pre-existing condition of diabetes.